Event description:
It was reported that the customer's insulin pump was not functioning properly. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with operating currents within specifications. The device passed the self, displacement, prime, and excessive no delivery test. However, the device alarmed during the basic occlusion test due to the loose/flush motor support disk.